Manufacturer narrative:
Only one level of quality control was tested and it recovered close to the low end of the control range. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with ise indirect k for gen.2 on a cobas 6000 c (501) module. Incorrect results from these samples were reported outside of the laboratory. The first sample initially resulted with a k value of 4.2 mmol/l, which repeated as 4.74 mmol/l. The second sample initially resulted with a k value of 3.9 mmol/l, which repeated as 4.42 mmol/l. The third sample initially resulted with a k value of 4.1 mmol/l, which repeated as 4.57 mmol/l. The fourth sample initially resulted with a k value of 4.1 mmol/l, which repeated as 4.56 mmol/l. The fifth sample initially resulted with a k value of 3.8 mmol/l, which repeated as 4.22 mmol/l. The k electrode lot number and expiration date were requested, but not provided.